Event description:
It was reported that there was an infection. It was noted that it was unknown how long the infection had been occurring. The infection was at the lead/extension junction behind the ear. It was unknown which lead/extension, it was that had the infection. The implantable neurostimulator (ins) was placed on the abdomen and the case was scheduled for 11am on the (B)(6) 2014. It was unknown if the physician was going to tunnel to the other side of the pocket. It was later reported that the infection was at the lead connection location. Caller inquired about tunneling across abdomen. It was later reported the patient had 2 extensions removed and replaced with two new extensions. It was noted that the patient kept the leads and battery. A culture confirmed an infection at the site between the lead and extension. It was noted that the patient was doing ok as far as the manufacturing representative was aware and had not heard otherwise. The extensions were discarded, there were no device problems just an infection. Additional information received reported it was unknown what type of infection the patient had.

Manufacturer narrative:
Product ID: 3387s-40, lot# va07hh8, implanted: (B)(6) 2013, product type: lead. Product ID: 3387040, lot# v008951, implanted: (B)(6) 2006, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va07hh8, implanted: (B)(6) 2013, product type: lead. Product ID: 3387040, lot# v008951, implanted: (B)(6) 2006, product type: lead. (B)(4).